Event description:
Case description: investigation result: name: novopen echo plus, batch number: rvghp52 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The piston rod was found to be normal in function and appearance. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission case has been updated with the following information: investigation results updated, device tab: is non reportable and malfunction fields updated to no, EU/ca tab: expected date of follow up removed and final report was ticked , device addendum: annex b c d g codes updated, CAPA comment updated in eol, narrative updated accordingly. Final manufacturer comment: 19-nov-2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo plus and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. Patient's underlying medical condition of type 1 diabetes mellitus and elderly age are risk factors for development of hyperglycaemia. H3 continued: evaluation summary name: novopen echo plus, batch number: rvghp52 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. The piston rod was found to be normal in function and appearance. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood glucose values, blood glucose values of 400-500 (unit not reported) [blood glucose increased] pen does not deliver enough insulin [device delivery system issue] piston does not dose correctly [device malfunction] injection of far too little insulin [incorrect dose administered by device] case description: this serious spontaneous case from germany was reported by a pharmacist as "increased blood glucose values, blood glucose values of 400-500 (unit not reported)(blood glucose increased)" beginning on (B)(6) 2025, "pen does not deliver enough insulin(device delivery system issue)" with an unspecified onset date, "piston does not dose correctly(device component malfunction)" with an unspecified onset date, "injection of far too little insulin(partial dose delivery by device)" with an unspecified onset date, and concerned a 84 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , novorapid (insulin aspart 100 u/ml) from unknown start date and ongoing for "drug use for unknown indication", patient height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus (since 1976). On an unknown date in (B)(6) 2025, patient had increased blood glucose values, blood glucose values (blood glucose) of 400-500 (unit not reported). The treatment for the event included a consultation with a diabetologist, during which ketone body measurements were conducted. Additionally, with the replacement pens, the patient's levels re-turned to normal.the pen does not deliver enough insulin, the piston does not dose correctly. Therefore, the patient injected far too little insulin. There had been no recent changes in diet or physical exercise. The patient did not use an already used needle and did not leave the needle attached to the pen between injections. When attaching the needle, the patient did so at a 180-degree angle (straight on), and the force needed to inject did not feel different from normal. The age of the device was around 4 weeks. Furthermore, the patient did re-suspend the insulin suspension (cloudy insulin) before use and stored the insulin in use at room temperature (20 - 25 °c). It was also noted that the patient had not recently changed from another novo nordisk pen to the novopen echo plus. Batch numbers: novopen echo plus: rvghp52. Novorapid: requested. Action taken to novorapid was not reported. On (B)(6) 2025 the outcome for the event "increased blood glucose values, blood glucose values of 400-500 (unit not reported) (blood glucose increased)" was recovered. The outcome for the event "pen does not deliver enough insulin (device delivery system issue)" was not reported. The outcome for the event "piston does not dose correctly (device component malfunction)" was not reported. The outcome for the event "injection of far too little insulin (partial dose delivery by device)" was not reported. Reporter's causality (novopen echo plus) - increased blood glucose values, blood glucose values of 400-500 (unit not reported) (blood glucose increased): probable. Pen does not deliver enough insulin (device delivery system issue): unknown. Piston does not dose correctly (device component malfunction): unknown. Injection of far too little insulin (partial dose delivery by device): unknown. Company's causality (novopen echo plus) - increased blood glucose values, blood glucose values of 400-500 (unit not reported) (blood glucose increased): possible. Pen does not deliver enough insulin (device delivery system issue): possible. Piston does not dose correctly (device component malfunction): possible. Injection of far too little insulin (partial dose delivery by device): possible. Reporter's causality (novorapid) - increased blood glucose values, blood glucose values of 400-500 (unit not reported). (Blood glucose increased): unknown. Pen does not deliver enough insulin (device delivery system issue): unknown. Piston does not dose correctly (device component malfunction): unknown. Injection of far too little insulin (partial dose delivery by device): unknown. Company's causality (novorapid) - increased blood glucose values, blood glucose values of 400-500 (unit not reported). (Blood glucose increased): possible. Pen does not deliver enough insulin (device delivery system issue): possible. Piston does not dose correctly (device component malfunction): possible. Injection of far too little insulin (partial dose delivery by device): possible. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun. The case was reclassified from non-serious to serious on (B)(6) 2025 due to the addition of the serious event increased blood glucose values, blood glucose values of 400-500 (unit not reported), with seriousness criteria of medically significant.